Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a1, a2, a3, a4, b1, b4, b5, b6, b7, d1, d2, d10, g1, g3, g6, h1, h2, h6. D10: unknown zuk femur catalog # unknown lot # unknown.

Event description:
It was reported patient underwent a revision procedure eleven years post implantation due to pain and tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient underwent a revision procedure post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2: australia. H6: mechanical (g04) - femur. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates there is single lateral film of the left knee demonstrates a medial compartment hemi arthroplasty with possible subsidence and loosening of the tibial component. Possible radiolucency seen along the anterior aspect of the tibial component. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.